Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unusual product issue. The reporter stated that at 5 am the pump was making funny noises so they had changed the battery at that time. Reportedly, the pump acted like it wouldn¿t come on, so the battery was replaced again, and then the pump would not come on at all. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.